Event description:
It was reported that a patient was revised approximately fifteen years two and a half months post implantation due to metallosis. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-03212, 0002648920-2021-00398, 0001822565-2021-03214, 0001822565-2021-03215. Medical product: femoral component size c left, item# 00599401391, lot# 60318248; stemmed tibial component precoat size 3, item# 00598003701, lot# 60441738; tibial full block augment precoat with screws size 3 10 mm thickness item# 00598800310 lot# 54213800; stem extension straight long 14mm dia x 155mm length(combined length 200mm) item# 00598801114 lot# 77584100; lcck art surf cd 3-4/yel 12 item# 00599403012 lot# 60202814. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.